Manufacturer narrative:
The zero has not been made. The zero procedure cannot be performed due to "instable catheter failure". The default detected by the user is confirmed and reproduced. The issue is due to an electrical deterioration of the catheter due to unknown origin. The review of the manufacturing record does not show any data that can support the default. It's unsure when the device was damaged. The device was received by 05/15/25 but was attributed to another incident at sophysa due to an error of the distributor that has reported this case.

Event description:
On (B)(6) 2025, the patient was monitored for intracranial pressure, and the intracranial pressure probe was zeroset before use. It was found that it could not be zeroset and the patient's intracranial pressure could not be measured, so the intracranial pressure probe was replaced immediately, which delayed the operation time.

Manufacturer narrative:
Awaiting return of device for analysis.

Event description:
On march 30, 2025, the patient was monitored for intracranial pressure, and the intracranial pressure probe was zeroset before use. It was found that it could not be zeroset and the patient's intracranial pressure could not be measured, so the intracranial pressure probe was replaced immediately, which delayed the operation time.